Event description:
It was reported that a patient had a bbl performed by another provider approximately 6 months before the avéli procedure for cellulite. During the pre-avéli consult the physician palpated and felt more than a dozen firm areas that he described as "oil cysts" or "fat necrosis" from the previous bbl procedure, primarily in the inferior buttocks. The avéli procedure was performed as normal, but during the expression of the anesthesia fluid at the end of the case, the physician observed oil from the entry site consistent with draining an oil cyst. The one-week post-avéli follow up was normal with no seroma observed. At approximately 5 weeks follow up the physician aspirated approximately 140cc of serous fluid from the inferior right buttocks.